Manufacturer narrative:
(B)(4): batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the surgeon firing of the blue reload has been blocked by the echelon during gastric sleeve procedure. When the surgeon inspected by the eyes found that the reload length is shorter than the normal 60 mm reload, although the package is of the abnormal reload is 60 mm. The surgery was delayed by 10-minutes. Inspection and replaced with new one. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Two photos received. Upon visual inspection of two photos, the following was observed: the first photo shows a tyvek of product code gst60b, lot # r40e2k and exp. Date: 2021-03-31. The second photo shows a blue reload from pan area and appears to be a reload of 45mm. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2020. Investigation summary: the analysis results showed that an ecr45b reload was received instead of a gst60b, with the one piece sled detached and unfired, making it nonfunctional. In addition, the cartridge was received with a 60 mm retainer loaded. Although no conclusion could be reached as to how the one piece sled became detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. No conclusion could be reach as to how the 60mm retainer was placed on the 45 mm cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.